Event description:
Reporter states that he obtained the 245 mg/dl and 124 mg/dl blood glucose comparison on the accu-chek advantage system. The blood glucose comparison was obtained within 10 minutes. No actions taken. No adverse event reported. New system sent and return requested.